Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the manufacturing history (DHR) indicated no irregularity. Cable twist was noted. The reported event was the same as the phenomenon caused by the failure of the charge coupled device (ccd) unit. Therefore, omsc assumed that the reported event was caused by the defect of the ccd unit. If additional information becomes available, this report will be supplemented.